Manufacturer narrative:
Concomitant product: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported from clinician programmer interrogation logs that impedance was >2,000 ohms. The electrode pairs with >2000 impedance were 0-3 and 1-3. All other listed electrode pairs were within a normal range. Therapy impedance was 905 and therapy current was 58 microamps. The impedance test was run at 1.5v, 20 microseconds and 30hz. The programmed voltage was 3.0, the pulse width was 120 microseconds and the rate was 135hz. The battery status was okay and voltage was 3.74. It was also shown that ¿% used¿ gave a reading of ¿???.¿ additional information was requested but was unavailable as of the date of this report.